Event description:
Information was received in 2005 from a physician via a nurse, regarding a pt, with a medical history of osteoarthritis who experienced a left knee effusion, left knee swelling, and left knee stiffness. The pt began synvisc therapy in 2004. The pt received synvisc injections in 2004. After each injection the pt experienced stiffness and swelling in the left knee. In sept 2004 the left knee was aspirated and injected with cortisone. The physician assessed the causality as probably related to synvisc injection. At the time of this report the pt's outcome was unknown.